Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the clinic has ordered an implant to use in a revision surgery scheduled for (B)(6) 2022. Per internal registration information the user's cause of deafness is otosclerosis and 4 channels were left extra-cochlear at implantation back in 2011. Reportedly, the clinic now wants to try and insert more electrode channels.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, an incomplete insertion of the active electrode array at the implantation surgery and a possible partial migration of it, might have contributed to the lack of benefit. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Information was received that the clinic has ordered an implant to use in a revision surgery scheduled for (B)(6) 2022. Per internal registration information the user's cause of deafness is otosclerosis and 4 channels were left extra-cochlear at implantation back in 2011. The device was explanted on (B)(6) 2022. The user was not re-implanted with a new device.